Event description:
There was difficulty removing the 6x70 sheath from another sheath. The sheath severed during removal. The (B)(6) female pt went to operating room for removal of the sheath. The pt is currently fine.

Manufacturer narrative:
Expiration date unk as lot number is unk. (B)(4)- removal of foreign body is not listed in the instructions for use. (B)(4) separates is not listed in the instructions for use. Prior similar complains and a risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised instructions for use (IFU) issued on (B)(4) 2010. Per specification, "insure correct inside diameter and outside diameter of tubing." And, "insure material is free from surface defects, bumps, bulges." In addition the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The device was returned in a used and damaged condition: the sheath separated nearly 50cm from the hub with evidence of elongation. The coil separated, unraveled and embedded into and then severed the inserted dilator in two places created a 4cm segment, a 1-1/2 cm segment and the proximal portion. As advised in the present IFU, reintroduction of the dilator was executed; however, the tensile forces exceeded the material strength resulting in sheath breakage. Although 100% inspected for sheath size and integrity, the sheath separated approx 49cm from the hub with evidence of elongation. Review of the device history record was unable to confirm any out of spec condition in mfg. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a CAPA, which has been implemented with a revised IFU. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. The investigation of the CAPA led to a revised IFU issued on (B)(4) 2010, which is considered prior to the post sterilization services date for this device as worst case scenario as no lot number was provided; therefore, the occurrence rate of this date has been calculated. There is insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action.